Event description:
It was reported that a approx three weeks post ivc filter implant, the pt presented to the emergency room with chest pain. A CT scan demonstrated clot burden above, below and within the filter. Imaging also demonstrated that one of the filter arms was pointing in a cephalad direction and extending outside of the cava by approx two centimeters. The physician suspected that the pt may have experienced a pulmonary embolism. An attempt to remove the filter was not performed.

Manufacturer narrative:
The lot number for the device has been obtained. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.